Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl; cause was unknown. The customer delivered a bolus via the pump to initially treat the high bg. Subsequently, the customer was admitted into the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline and insulin to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.